Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.:returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. No additional damage was noticed. The stent was not returned inside the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was deployed proximally to the intended location. The target lesion was located in the 80-85% stenosed and 60% calcified external iliac artery. A contralateral approach was used to access the lesion. The lesion was crossed with a non-bsc guidewire and a non-bsc sheath was positioned over the top of the bifurcation of the iliac. A 8 x 40 x 75 innova¿ stent was selected for use. The device crossed the lesion and the stent was completely deployed. There were no issues with deploying the stent. However, the stent deployed proximally about 40 mm from the intended location. The physician thought the stent was loaded incorrectly. The stent markers were lined up with the deployment sheath and fluoroscopy was completed. Another stent was implanted to cover the initially intended location. Due to the proximal deployment, there was more vessel coverage than necessary. There were no further patient complications reported and there was no effect to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was deployed proximally to the intended location. The target lesion was located in the 80-85% stenosed and 60% calcified external iliac artery. A contralateral approach was used to access the lesion. The lesion was crossed with a non-bsc guidewire and a non-bsc sheath was positioned over the top of the bifurcation of the iliac. A 8x40x75 innova¿ stent was selected for use. The device crossed the lesion and the stent was completely deployed. There were no issues with deploying the stent. However, the stent deployed proximally about 40mm from the intended location. The physician thought the stent was loaded incorrectly. The stent markers were lined up with the deployment sheath and fluoroscopy was completed. Another stent was implanted to cover the initially intended location. Due to the proximal deployment, there was more vessel coverage than necessary. There were no further patient complications reported and there was no effect to the patient.